Event description:
This report is being filed after subsequent review of the following journal article: lowe, j. Et al (2010) complications associated with negative pressure reaming for harvesting autologous bone graft: a case series. J orthop trauma 24:46-52a (B)(6) year old male with bilateral pilon and calcaneus fractures had a history of several fractures throughout his lifetime. The ipsilateral femur was used for harvesting autogenous bone frat using the reamer-irrigator-aspirator (ria) system. Approximately 2 weeks after discharge, the patient fractures throughout his lifetime. The ipsilateral femur was used for harvesting autogenous bone frat using the ria system. Approximately 2 weeks after discharge, the patient slipped from his couch and fell to the floor, sustaining an intertrochanteric femur fracture on the side that had undergone ria bone graft harvest.this report is for an unknown ria system. A copy of the journal article is being submitted with this medwatch. This is report 4 of 5 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lowe, j. Et al (2010) complications associated with negative pressure reaming for harvesting autologous bone graft: a case series. J orthop trauma 24:46-52. This report is for an unknown reamer-irrigator-aspirator system. The device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.